Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture fragment and one needle. One needle was received broken. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, a probable cause could be attributed to grasping the needle with excessive force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thrombectomy, during suturing the patch on the vessel, the suture (needle) was broken in the middle. It was noted that the needle tip fell into the cavity of the patient and the surgeon was able to remove it with a needle holder. Another suture with a different lot was used to complete the case. It was noted that there were three defective needles in the same case. There was no patient injury.